Event description:
It was reported to resmed (B)(4) that an astral device had a low battery causing an alarm. This resulted in an independent shut down of the device. There was no patient injury reported as a result of this incident. MFR# 3004604967-2015-00255.